Manufacturer narrative:
A 6/7f mynxgrip vascular closure device failed because the sealant did not deploy when the user shuttled down. Hemostasis was achieved by manual compression within 30 minutes. There was no reported patient injury. The device was used in a diagnostic procedure. A retrograde approach was used. The user in was in training with the mynx device. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient's hospitalization was not extended as a result of the event and the patient recovered. Patient information was requested but was not available. The product was not returned for analysis. A product history record (phr) review of lot f2005201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively be determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during the deployment steps, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
A 6/7f mynx grip device failed because the sealant did not deploy when (the user) shuttled down. Hemostasis was achieved by manual compression within 30 minutes. There was no reported patient injury. The device was used in a diagnostic procedure. A retrograde approach was used. The user in was in training with the mynx device. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient's hospitalization was not extended as a result of the event and the patient recovered. Patient information was requested but was not available. The device will be returned for analysis.